Manufacturer narrative:
It was inadvertently reported in the initial report ¿exact implant date is unknown¿ instead of ¿exact explant date is unknown¿. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. The exact implant date is unknown. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-00623.it was reported that the patient¿s entire scs system was explanted about a year and half ago due to lead migration. The patient was implanted with a new system on (B)(6) 2020.